Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type ia endoleak. The event is most likely anatomy-related due to aortic remodeling (increased infrarenal neck angulation from 45° to 74°). Procedure-related harms include declining renal function (patient had chronic kidney disease prior to endovascular repair). The clinical assessment also determined that there was evidence to reasonably suggest compromised stent graft integrity (crown separation) of the suprarenal afx device with stent migration of the suprarenal and infrarenal afx devices occurred that was not included in the event as reported; the migration and crown separation were discovered during review of the 55-month post-implant CT scan. The final patient status was discharged to a nursing facility fourteen days post successful endovascular repair. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.device iteration is afx with duraply.correction: b2, b5, h6, h7, h9;report type; remove product problempatient code; remove 1924device code; remove 1504, 1506, 2978result code; remove 3221conclusion code; remove 11

Event description:
Additional information received per clinical assessment confirming that crown separation of the suprarenal afx device was also present at the time of the reported event. In addition, clinical identified stent migration (16mm) of the suprarenal and infrarenal afx devices, and that a type iiib endoleak was not present (confirmed as a type ia endoleak). Correction: the secondary case date was confirmed to be (B)(6) 2019.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, a type ia and potential iib endoleaks were detected by CT. The physician elected to treat the patient by implanting an additional infrarenal and suprarenal afx devices on (B)(6) 2019. The patient was discharged and is reported in good condition. There have been no additional patient sequelae reported.